Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99019. Supplemental rationale corrected data: b5, h6, h11. 24 previously reported events were included in this follow-up record. Product return status 24 devices were evaluated based on historical data analysis. Evaluation findings (results/components) 24 devices: degradation problem identified, wear problem, lubrication problem identified, material and/or chemical problem identified, overheating problem identified / part/component/sub-assembly term not applicable product disposition 24 devices: product not received.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 24 events for the failure: overheating of device. 20 events had problem identified during non-clinical procedure; there was no patient involvement. 4 events had no health consequences or impact.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31, 2025. This report summarizes 24 events for the failure: overheating of device. - 19 events had problem identified during non-clinical procedure; there was no patient involvement. - 5 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 24 events were reported for this quarter. Product return status: 23 devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined. Evaluation findings (results/components): 23 devices: degradation problem identified, wear problem, lubrication problem identified, material and/or chemical problem identified, overheating problem identified / part/component/sub-assembly term not applicable. 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 23 devices: product not received. 1 device: product disposition is not yet determined. Additional information: 24 devices were not labeled for single-use. 24 devices were not reprocessed or reused.